Event description:
Same case as MFR: 2134265-2011-01799. It was reported that prior to a rotational atherectomy treatment procedure, a guide wire fracture occurred. Outside the patient, the physician attempted to change the rotational speed and the rotablator burr cut the rotawire guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).